Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the sheath exhibited a broken ceramic tip. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause for the described issue is wear and tear, wrong handling or cracks in the insulation material, which are not visible in most cases. It is very likely that the described issues were caused by the impact of a major mechanical force, e.g. A blow or a fall. Based on the nature of the damage, it is assumed that this is a thermo-mechanically induced damage. Olympus will continue to monitor field performance for this device.